Event description:
Contact reports one lower slim-loc screw backed out about 2mm from the cervical plate. Surgeon used both 14 & 16mm screws to secure the plate. Surgeon is taking no action at this time. As events of this nature can result in the need for surgical intervention an MDR in being filed to document this event.